Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Threaded summit inserter is cross threaded. Top threads are damaged.

Manufacturer narrative:
Examination of the returned device confirms the complaint; the first set of threads are extremely nicked and damaged. The top threaded portion of the inserter is also bent. It appears the internal threaded inserter was used without the outer guard component which protects the threads on the inserter. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.